Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the hospital clinical engineering that sometimes the clap breaks, the bezel hinge at the bottom breaks off. They have not seen it at the infusion clinics and established that it is a trend, but they are tracking. There was patient involvement, however outcome is unknown.

Event description:
It was reported by the hospital clinical engineering that sometimes the clap breaks, the bezel hinge at the bottom breaks off. They have not seen it at the infusion clinics and established that it is a trend, but they are tracking. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had bezel hinge broke was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.